Event description:
An attempt was made to use a 3.50x22mm resolute integrity rx drug eluting stent and a telescope guide extension catheter during a complex case. The mid lad had a diffuse lesion, as well as a diseased 1st diagonal and there was no calcification noted. It was stated the 1st diagonal had sharp bending. The stent was inspected with no issues noted. It was stated that the telescope device was intact prior to insertion. Negative prep was performed on the resolute integrity device. The lesion was pre-dilated. Resistance was not noted when advancing the resolute integrity stent to the lesion. The telescope was being used to aid the delivery of the resolute integrity stent proximal to a previously deployed resolute integrity stent. It was reported that the telescope device was damaged and appeared to be cut/torn at the tip. It was stated that the tip was not totally detached. It was stated that the telescope tip damage may have been caused by the previously deployed 3.50x18mm resolute integrity stent and that the sharp bend at the 1st diagonal may have contributed to the telescope¿s contact with the previously deployed resolute integrity stent. The previously deployed stent was not damaged as a result of the contact with the telescope device. No intervention was required to remove the telescope device from the patient. It was also reported that the 3.50x22mm resolute integrity stent failed to cross the lesion and became damaged by the telescope's torn tip. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device returned for analysis in two sections. The luer, strain relief and part of of hypotube was returned, and the distal section of the device returned. A cut was evident to the hypotube approx 1 cm distal to the strain relief. A cut was evident on the distal shaft approx 12cm proximal to the proximal balloon bond. The material at the sites of the cuts were straight and even, characteristic of occouring using a sharp instrument. A partial cut was evident to the distal shaft proximal to the proximal balloon bond. The stent was positioned on the balloon between the marker bands as per specifications. No deformation evident to the stent wraps. Deformation evident to the distal tip. A 0.015 inch mandrel would not load through the inner lumen due to the deformation to the distal shaft. No other damage evident to the remainder of the device. Image review: five still procedural images were returned for analysis. Images display a diseased portion of the lad. Images also display a stent being advanced into the lad and post dilation of the proximal and mid stent. The reported positioning difficulties of the stent could not be confirmed from the images provided as a stent was successfully delivered, deployed and post dilated in the lad. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.